Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to complete testing is the damaged components. The cause of the damaged components is the high voltage deviation. Root cause investigation into high voltage deviation failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.